Event description:
Boston scientific received information that the patient implanted with this device system endured a syncopal episode and sustained a brain injury with subdermal hematoma and hemorrhage. Upon episode review, the device appropriately waited ten seconds before delivering a shock. The physician believed the syncopal episode occurred as a result of the perceived delay of shock therapy. The patient was reportedly dong well and was to begin oral seizure medication. Upon technical services review of the episode, it was confirmed that the device appropriately detected the arrhythmia. Technical services discussed device reprogramming options. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.